Manufacturer narrative:
Carefusion complaint #: (B)(4). Results of investigation: the display powered up in service mode. Viewed event error log and found multiple xdcr fault. Found eeprom write failure. Pressure transducer calibration was performed. The reported problem was duplicated. This is considered a known issue addressed with an internal investigation. Event log displayed eeprom write failure which indicates corrupted data with turbine interface pcba. This can cause delivered volume inaccuracy and vent inop but was not initially identified by the costumer and the turbine interface pcba was not received by failure analysis lab technician. Corrupted data with the turbine interface pcba is considered a known issue addressed with an internal investigation.

Event description:
The customer reported while using the vela ventilator, it is alarming xdcr error. The customer reported there was no patient involvement associated with this event.